Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced incontinence "which she didn['t] have before surg[ery]." The patient also experienced "infrequent sui since surgery". A follow up surgery is scheduled for (B)(6)2015. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.